Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should pertinent additional information become available this report will be updated.

Event description:
It was reported that this device went from a battery status of 11 years remaining to 8 years remaining and was felt to be depleting prematurely. Boston scientific technical services (ts) requested a copy of device memory for analysis, however, no data was submitted at this time and monitoring will be continued. No adverse patient effects were reported. This product remains implanted and in service.